Manufacturer narrative:
Additional information: section h manufacturer narrative. Part analysis: the report of main drawer 5 magnet issue was confirmed during fse (field service engineer) testing and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), main drawers 4, 5, and 6 needed new magnet latches. The fse replaced all 3 latches and performed a function test. Fse noticed that the pyxibus cable was damaged and replaced it. During dchu visual inspection: p/n 120547-01: had a cut with exposed copper strands and suffered thermal damage. During dchu testing: p/n 120547-01: no further dchu testing was required due to the visible thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the received assy cbl pyxibus 6 drawer was identified as faulty cable due to the exposed copper strands with signs of thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 5 had a magnet issue. As per part investigation, it was determined that assy cbl pyxibus 6 drawer was identified as faulty cable due to the exposed copper strands with signs of thermal damage. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer had a magnet issue. The field service engineer (fse) found that main drawers 4, 5, and 6 needed new magnet latches. The fse replaced all three latches and performed functional tests. Components were checked, magnet latches for the main drawers were changed, cables were reseated, and debris was cleaned. The fse also noticed that the pyxibus cable was damaged and replaced the bus cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 5 had a magnet issue. However, there were no delays or adverse events or injuries reported based on this event.